Event description:
Patient was revised to address loosening of endurance cemented stem that came loose at both interfaces. The manufacturer of the cement used at the time of implantation is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.